Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2: reference MFR report: 3008829311-2016-00137. It was reported the patient experienced a cerebrospinal fluid (csf) leak during a drg system implant procedure. The procedure was abandoned due to the fluoroscopy machine ceasing to function and the physician also removed the leads which had been placed(reference MFR report: 3008829311-2016-00133 and reference 3008829311-2016-00134). Postoperatively, the patient reported a headache and was advised to drink caffeine and lay down. No further information is available.